Event description:
Agency name: (B)(6). When did it occur? : during use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : no. If they were used, was something attached to them? : nothing is attached returned quantity: 1. Details of the event (timeline, history, etc.): there was 1 needle whose back needle was bent. The drug solution could be injected without a problem, so there is a high possibility that it was broken after withdrawing it.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to d9 (device availability) and h6 (investigation type, investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken npe cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.